Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generator header. The lead was inserted and secured; all electrical measurements were good. The patients condition was good after the procedure.